Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated due to the small stature of the patient. A routine computerized tomography (CT) scan showed a less than optimal position so the surgeon proactively explanted the device and placed a new device in a different location. No further patient complications have been reported as a result of this event.